Event description:
It was reported during testing at the manufacturer facility, that the attachment had a bent guard. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported during testing at the manufacturer facility, that the attachment had a bent guard. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
During the device evaluation, the event of the bent guarded attachment was confirmed, and a broken shank was identified as a potential cause of the reported event. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.